Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient was not receiving effective stimulation post-op. Patient was taken back into surgery where it was discovered that the lead had migrated. The lead was explanted and the trial was abandoned.